Manufacturer narrative:
Catheter model # unknown, lot # unknown, implanted on: unknown, explanted on: unknown; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced seizures. The reporter believed the seizures began the night of (B)(6) 2012. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.